Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), complication of device removal ('she felt like fragment left behind/both seems to b missing part of the coil dint have pet fibers attached to it.') And device breakage ('she felt like fragment left behind/both seems to b missing part of the coil dint have pet fibers attached to it.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("I am still bloated"), pain ("body pain"), alopecia ("hair falling"), asthenia ("zero energy") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the complication of device removal, device breakage, abdominal distension, pain, alopecia, asthenia and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, complication of device removal, device breakage, pain, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, alopecia, asthenia, device breakage, pain, pelvic pain, vitamin d deficiency, complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event "fragment left behind/both seems to b missing part of the coil dint have pet fibers attached to it" was duplicated due to coding. Event coded into device breakage and contraceptive device removal incomplete. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), complication of device removal ('she felt like fragment left behind/both seems to b missing part of the coil dint have pet fibers attached to it.') And device breakage ('she felt like fragment left behind/both seems to b missing part of the coil dint have pet fibers attached to it.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("I am still bloated"), pain ("body pain"), alopecia ("hair falling"), asthenia ("zero energy") and vitamin d deficiency ("vitani d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the complication of device removal, device breakage, abdominal distension, pain, alopecia, asthenia and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, complication of device removal, device breakage, pain, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal distension, alopecia, asthenia, device breakage, pain, pelvic pain, vitamin d deficiency, complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('fragment left behind/both seems to b missing part of the coil dint have pet fibers attached to it.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("I am still bloated"), pain ("body pain"), alopecia ("hair falling"), asthenia ("zero energy") and vitamin d deficiency ("vitani d deficiency"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the device breakage, abdominal distension, pain, alopecia, asthenia and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, asthenia, device breakage, pain, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, alopecia, asthenia, device breakage, pain, pelvic pain and vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.